Event description:
Date of revision surgery: in 2005, it was reported by a non-medical professional that a patient underwent a revision surgical procedure to remove "fractured cervical rods". No additional information is available at this time.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.